Event description:
Following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. The physician initially experienced difficulty in obtaining the indications of proper deployment; however, proper confirmation was eventually achieved and the device was successfully deployed. Approx four hours later the pt was noted to have no palpable pulses distal to the puncture site. A thrombectomy was performed, but the pt's pulses were lost again shortly after the conclusion of this procedure. The pt was taken to the or where a fem-fem bypass was performed. The device was removed and flow restored. As of 06/29/1998 there has been no further report of complication or pt sequelae made to the MFR.